Event description:
It was reported the healthcare professional cut the extension, which caused high impedances to be measured. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_ext, serial# unknown, product type: extension. Product ID: neu_ unknown_lead, lot# unknown, product type: lead. (B)(4).